Manufacturer narrative:
Three used devices were received for evaluation on (B)(6) 2026. As received, the filter was wetted out on one set. The inline filter on three sets was leak tested per specifications and no leakage was observed on two sets and leakage was observed on one set. The reported complaint of leakage can be confirmed on one set. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The complaint cannot be replicated or confirmed on two sets. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The customer reported that there were 3 events of leaking from the plum set filter. There was patient involvement, but harm was not reported as a consequence of this event.